Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance measurements greater than 125 ohms. It was initially believed that a code 1005 had been triggered during therapy delivery for a true ventricular fibrillation (vf) episode; however, engineering analysis, including individual vector breakdown review, determined that no delivered shocks exceeded 145 ohms. It was further noted that the rv lead appeared to have calcium deposits. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.